Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Tandem customer technical support directed the customer to reset the pump to resolve the issue. No additional patient or event information was available.